Event description:
It was reported that the patient experienced a burning pain around the spinal incision and the ipg site and got a relief with medication. The ipg is starting to protrude. The skin has not yet broken however, it is quite painful. Additional information was received that the patient underwent an implantable pulse generator (ipg) pocket revision procedure. The patient was doing well postoperatively and the ipg remains implanted in the patient and in use.

Event description:
It was reported that the patient experienced a burning pain around the spinal incision and the ipg site and got a relief with medication. The ipg is starting to protrude. The skin has not yet broken however, it is quite painful.